Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving bupivacaine 2.5 mg/ml; flex: 1.1269 mg/day and hydromorphone 6 mg/ml; flex: 2.7045 mg/day via an implantable pump. The date of the event was (B)(6) 2018. It was reported the patient was at the clinic for a pump refill on (B)(6) 2018. A motor stall was seen at initial interrogation. Per the event logs the motor stall occurred (B)(6) 2018 at 1039. The motor stall was active: stopped pump period may exceed tube set. The patient began hearing the audible critical pump alarm on (B)(6) 2018 and tube set occurred (B)(6) 2018. The patient did not recently have magnetic resonance imaging (MRI). It was confirmed there were no electromagnetic interference (emi) or magnetic sources present. Elective replacement indicator (eri) was (B)(6) 2018. No symptoms were reported. No further complications were reported.